Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (700 mg/dl) and diabetic ketoacidosis considered dangerous by healthcare provider; cause was unknown. Customer was treated with intravenous insulin. The customer was discharged on (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, no issues were observed with the pump cartridge, infusion tubing or cannula.